Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, after the first firing, it was found that the deployed staples of the gastric body's cut end were unformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.